Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that interrogation of the pulse generator resulted in the message-data not read-.

Event description:
New information notes that the device was explanted on (B)(6) 2013 and replaced.

Manufacturer narrative:
Analysis confirmed normal battery depletion.